Event description:
An anomaly with the information provided by the device for a vt diagnosis was reported. Review of the session records indicated that the morphology discriminator diagnosed the rhythm appropriately, but the morphology diagnostics were not being reported correctly. No adverse consequences were reported.